Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to resection of benign pancreatic tumor and high blood glucose on (B)(6) 2022 with blood glucose of 22 mmol/l. The customer's current blood glucose was unknown. The customer was treated by intravenous infusion. No further complications were reported. The customer will continue to use the device.